Event description:
A male pt underwent endovascular therapy in 2008. The physician placed one flex main body and two iliac leg grafts. On final angiography, the physician noted that both renal arteries were occluded. Pt then underwent open repair and the devices were successfully removed.

Manufacturer narrative:
Event evaluation: still under investigation.